Manufacturer narrative:
Report source foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Sem analysis revealed that the screw fractured due to torsional overload. Eds analysis showed the screw was consistent with the material, in conformance with product specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6), (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a tibial plating procedure, a screw fractured inside of the patient's bone during implantation. A delay of 100 minutes was reported to remove the fractured screw.